Manufacturer narrative:
Corrected data: : b5- the reporter indicated the surgeon noted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.00/1.5/082 (sphere/cylinder/axis) tore/ broke before loading. The damage occurred after opening the vial. A backup lens was implanted into the left eye (os) and the problem was resolved. The cause of the event was the device. Cause details: "lens was damaged". H3 - type of investigation code: 10- device evaluation: the lens was returned in a vial with liquid. Visual inspection found no visible damage. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a vticm5 12.6, -9.0/1.5/082 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. Damage was noted before loading. A backup lens was implanted and this resolved the problem. Cause of the event is reported as device. Additional information has been requested but none has been forthcoming.